Event description:
Pt was under general anesthesia and surgery time was extended due to product breaking and vendor rep having no back up implant. Vendor had to drive to another hospital for implant. Pt underwent a revision of left total knee joint with general anesthesia (status post left tkr 1 1/2 years ago). Interspace temporary knee space (pre-polymerized gentamicin bone cement) was used. Tibial spacer implanted onto tibial plate. When femoral spacer was seated on femoral condyle the femoral spacer broke. No mallet was used. Surgeon placed with hand only. Surgeon decided to leave in the pt. Femoral and tibial spacers to be removed in 6 weeks and new permanent total knee prosthesis will be implanted.